Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient has had issues with the device since implant including shocking, painful when working, malaise/sleeping issue, and ¿felt like herpes.¿ the patient has had it reset many times which did not resolve, so she stopped using it.

Manufacturer narrative:
The patient stated that she was feeling a burning sensation which she thought was like (B)(6). (B)(4).

Event description:
The patient reported information previously reported. The patient stated that the device was always painful and that the patient "now thinks she knows what kind of pain someone with herpes has because she felt burning in the bike seat region." The patient stated that the device was shocking different parts of her body and muscles and it keeps "pinching her back." The shocking started "something like a year after the car accident." The patient stated that tried different settings, but the device was still shocking her in different positions so she hasn't used it since. The patient mentioned that she was going to need an MRI because of back pain and that she needed the device removed for the MRI. The patient went on to say that "she didn't think she could live in this type of pin if they weren't able to get the device out and do the rmi and now she was in a severe pain and a hopeless depression about this device removal situation." The patient also mentioned that when she was first told about the device she didn't really understand wh at it was and thought it was going to be like a bladder sling. The patient stated that when she got to the clinic to get the implant put in "they asked her if she read the literature they gave and she said yes when she had not." The patient stated that "she needed to get something done quickly because she was about to lose her health insurance at that time." Patient status is unknown a t the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.